Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It was reported that while using night aligners, the patient's dental provider sent a letter of recommendation (lor) to cease treatment due to lack of movement to that point as well as concerns with teeth #9 & #10. The teeth appeared to have had a gap in between the front tooth and left one beside it and on the right side by the canine when biting down.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.